Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient¿s medical history included a pacemaker implant, and per the patient, they ¿played semi pro football and boxed and everything, fell off ladders, had multiple back surgeries, shoulder surgeries, knee surgeries, foot surgeries - had many surgeries, probably 13 all together.¿ the indication for pump use was non-malignant pain. The patient reported that they came home from having their pump refilled today and didn't notice anything for pain yet and then stated, ¿maybe it's because I just got it filled or something.¿ the patient then asked if there was anything on their phone to tell them how the pump was working because they had an app on their personal phone to monitor their pacemaker. The agent reviewed and redirected the patient to their healthcare provider to further address the issue. The patient then stated that they had been on opiates for a long time and ¿you get immune to it and they work as you do and then they wear off,¿ so their doctor wanted them to do the pump because they thought it would ¿work wonders¿ but the patient stated ¿I had it filled today and it ain't doing wonders and I still have the same pain as when I left there today but they said it was working.¿ the patient stated that they hadn't taken their opiates in a few days because they wanted to see if the pump was actually working or not because that's why it was put in the first place. The patient also mentioned that they had been having migraines since they had the pump put in on (B)(6) and their healthcare provider said it's a leakage from the spine and they should get a blood patch, but the patient stated ¿I don't want to do anything by my spine anymore - I kind of wish I wouldn't have had this put in to be honest with you - they said they can adjust it in a couple of weeks if I don't feel right or if it's not helping.¿ per the patient, since implant, the pump ¿moved a lot and it's moving still when I sit down - they thought that was right, but I don't know.¿ the patient also stated the healthcare provider tried last month to fill the pump but for some reason they couldn't get it, and they had to keep poking them because they couldn't find the hole which the patient thought was weird. Today, for some reason the doctor was able to get it on the first try but last time he couldn't.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.